Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and an unexpected led and vibrating annunciation alert after the battery installation. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current or active current measurements due to the blank display. The pump was received with a scratched case and a pillowing keypad overlay.